Event description:
Report received from healthcare worker stating that they experienced burning eyes, headache, and nausea within 5 minutes of working in room with cidex opa. They left room and began feeling better. Upon return to the room their symptoms became more intense. They were attended to by the other staff members and seen in the emergency room. Their blood pressure was noted to be 180/100. They were sent home and their blood pressure lowered to 112/65 by the next morning. Seen by physician, no treatment provided.